Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider via a manufacturer regarding a patient having l2-3 transforaminal lumbar interbody fusion (tlif) for an indication of stenosis. It was reported that the catalyft pl cage backed out posteriorly. Six months post-operatively, computed tomography revealed the cage had backed out, causing radiculopathy symptoms. The revision surgery was performed on (B)(6) 2024 to drive the cage further in and medialized its direction. The revision surgery was performed successfully. There were no further complaications reported regarding the event.

Manufacturer narrative:
Additional information: h4 radiographic image review indicated that 2 panel image of sagittal CT construction was provided. On left image, interbody graft at l2-3 backed out posteriorly compared to posterior of same graft in the right panel. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.